Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranging from 50-70 mg/dl. At the time of the report, the customer had not addressed bg level. Reportedly, the customer alleged the pump software delivered unintended boluses. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. Recommendation was made to consult with a healthcare provider regarding diabetes management.